Event description:
It was reported by service report that the cot retaining post was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.